Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had alarmed motor error, it prompt her to rewind and while she was filling the tubing it alarmed compromised force sensor system. Troubleshooting was done for motor error. Customer didn't recall her blood glucose level at the time of event but at the time of the call it was 473 mg/dl. Customer was watching tv when the device alarmed. Customer was able to rewind the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis. Customer stated her blood glucose was probably high due to the device might have not delivered insulin during the night.

Manufacturer narrative:
The insulin pump was alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to verify a33 due to motor error alarm noted. The motor was tested outside the device and passed. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.